Event description:
It was reported a patient presented with ventricular tachycardia (vt) what was misdiagnosed by the implantable cardioverter defibrillator (ICD) due to far-r oversensing. The ventricular tachycardia (vt) broke on its own. Programming changes were made to restore normal parameters. The patient was stable.